Event description:
It was reported that the customer had high blood glucose levels (327 mg/dl). Customer mixed old room temperature insulin with new cold insulin to fill his cartridge.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.